Manufacturer narrative:
The reportability was reassessed and found to no longer require submission - aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pas-port. It was reported that the implant could not be placed during surgery. The patient harm is unknown. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).